Event description:
Suction tubing in the cardinal health ent surgical procedure kits are coming kinked and sometimes have a red dye color in them. This issue has been going on for a while now. It was needed to throw away at least one if not both in the suction tubing, from the pack, and opening new tubing for the case.